Manufacturer narrative:
Additional information : the device was received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye which noted that the sponge was fully separated from the cap. The reported condition was verified. The direct cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from the minicap. This was found before use. There was no patient involvement. No additional information is available.